Manufacturer narrative:
Reported event of post-op dislodgement was not confirmed. Visual inspection noted outer helix was stretched and the inner helix within specification. The outer helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to post-op dislodgement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the right atrial leadless pacemaker dislodged a few hours post-implant. The device was retrieved and replaced with a transvenous system. Patient was stable.